Event description:
Asr revision; asr xl - left hip; reason for revision: painful asr hip.

Event description:
Update aug 28, 2017: litigation received. In addition to what was previously reported, litigation alleges elevated blood metal levels, popping sensation, impeded ability to move and metallosis was found during revision. Added complainant information. This complaint was updated on: sep 15, 2017.

Event description:
Update aug 28, 2017: litigation received. In addition to what was previously reported, litigation alleges elevated blood metal levels, popping sensation, impeded ability to move and metallosis was found during revision. Added complainant information. This complaint was updated on: sep 15, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).